Event description:
It was reported that the patient continued to experience pain after the second revision surgery.

Manufacturer narrative:
Corrected data: brand name; product code, catalog #; lot #; expiration date; other # (sterile lot #); PMA/510(k) #; device manufacture date. The following product was added to the complaint after the initial medwatch was submitted. It cannot be determined if these devices may have caused or contributed to the patient¿s experience. Cat. No.: 6704-0-510, md vit slv and 2.0mm homog cbl, lot code: 47177109. Cat. No.: 6704-0-510, md vit slv and 2.0mm homog cbl, lot code: 47177101. An event regarding pain following two revision surgeries involving a dall miles cable was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a medical review was performed and concluded: "there is no evidence that factors of faulty stryker component. Design, manufacturing or materials were responsible for this clinical situation." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined however a medical review concluded that there was no evidence of a device related issue. The device under the scope of this investigation remains implanted. No further investigation is required at this time. If further information and/or device become available, this investigation will be re-opened.

Event description:
It was reported that the patient continued to experience pain after the second revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.